Manufacturer narrative:
Mayfield ultra base unit (a2101) was returned for evaluation. The reported complaint was confirmed via inspection of the unit. The base handle had been closed without the 6-inch transitional inserted causing the handle hole to become deformed. Unit is beyond integra's 7 years recommended life cycle (manufactured in 2003). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 3 reports linked to mfg report numbers: 3004608878-2021-00120, 3004608878-2021-00121. A facility reported that the mayfield ultra base unit (a2101) was not locking. There was no patient involvement and no surgery delay as the issue was noted during an internal customer biomed in-service.